Event description:
Preparing for photopheresis the first cellex kit n363/248 had an unresolvable alarm during the priming phase. The therakos technical specialist was called and they said to use a new kit and that they would reimburse for the failed kit. The failed kit was never connected to the patient. A second kit was primed and treatment given without incident. The treatment was delayed, but the patient was understanding.